Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone call and reported motor error alarm. Blood glucose was 300 mg/dl at the time of call. Performed troubleshooting, there is no damage to the drive support cap, insulin pump not exposed to high magnetic fields, and customer was able to rewind the insulin pump. Customer also mentioned having high blood glucose in the 300 mg/dl, 400 mg/dl, 500 md/dl range. Customer declined high blood glucose troubleshooting. Customer was advised to discontinue use of insulin pump and revert to back-up plan per healthcare professional instructions. Insulin pump was being replaced and expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test. Unit alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked case.